Manufacturer narrative:
Field representative was available onsite when the reported event occurred. He confirmed that the disposable instrument broke inside of the patient's anatomy during surgery. The foreign body was surgically removed from the patient's anatomy. No patient health complications were reported by the site. Damaged instrument was not returned to manufacturer for analysis, therefore, no findings are possible.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the pak needle cannula broke off inside the patient. The surgeon drilled it out and was able to pull it from the patient. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
Additional information: a medtronic representative reported that the damaged components were removed from the cannula by drilling out the pieces. It was reported that 1 to 1.5 inches of the instrument broke off.